Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following an MRI scan (1.5 tesla). Surgery to replace the magnet was completed on (B)(6) 2016. The implanted device remains.